Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, false pause episodes due to loss of electrode contact was noted. The patient was seen in clinic. Upon interrogation, it was observed that the device was moving all around the pocket. The suggested programming changes were made. It was suspected that the undersensing could be noted again because it seems to be due to loss of contact in the pocket. The patient was in stable condition.